Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a lack of auditory benefit with device use. The patient was placed under sedation on (B)(6) 2013, to facilitate an evoked auditory brainstem response test. The implanted device remains.